Event description:
Received the following l0od readings back to back: 143 mg/dl, 298 mg/dl, and 338 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did medicate based on the readings, but did not allege any adverse event. The meter and strips are to be returned for evaluation, and a replacement strips are to be sent.